Event description:
As reported to coloplast though not verified, pt was implanted with exair mesh. Later the pt experienced pain, mesh erosion, extrusion, dyspareunia, nerve damage, vaginal discharge and continued incontinence. An excision and removal of eroded mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.